Event description:
The customer reported issue was confirmed during evaluation.

Event description:
The customer reported the keypad has front panel membrane buttons (bolus and fast up keys) which are not working. The customer reported issue was confirmed during evaluation.